Manufacturer narrative:
Continuation of d10: product ID: hh90p01, serial# (B)(6), product type mobile platform. Product ID: a520, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that patient stated that when she got the implant her hcp/rep couldn't get her handset to set her therapy level so they gave her an old/used handset. Patient stated that her stimulator is also uncomfortable at times. Patients old handset stopped charging/turning on so I issues her a replacement handset. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the issue was unknown. The patient called because their handset wouldn't turn on and then mentioned that they were given an old handset because they couldn't get the patient's new one to set to the correct therapy level.: additional information was received from the patient. They reported that replacing the handheld device resolved the issue. Additional information was received from the patient. The reason for call was patient reported they received a letter (reference # 707191841) wanting to know if replacing the handheld device resolved the issue. Patient stated they got a new handheld device because when they had their surgery at the hospital, the tech took the new one because they couldn't get it because it wasn't working right (agent unable to hear what else patient said at this point in the call). Patient stated they got another letter that is the same as the first letter they received and stated they sent the first letter back with their responses. Patient stated the first question on the letter asked if replacing the handheld device resolved the issue and patient stated "yes it did". Patient stated the second question asked if their stimulator is still in use and patient stated yes. Patient's reason for calling was because they lost their communicator charging cord. A request was sent to repair to replace patient's lost communicator charging cord and adapter. Agent had a difficult time following patient throughout call and made best attempt to collect/document all relevant event information. Additional information was received from the patient on 2025-11-04 . Patient called back and reported all the same information about symptoms. The patient added that the device feels very large in the back, and they had recently lost 30 pounds, so it just under the skin. The patient is seeing the hcp on nov 6, reviewed to charge the equipment and bring it with to the appointment. Reviewed medtronic role and advised the patient to seek emergency care if they feel it is necessary. The caller reported multiple ER and hcp visits over the past year and that they had tests like nerve conduction and parkinson's disease was ruled out. The patient repeatedly verbalized the same concerns multiple times. Helped the caller connect to the device, and therapy was showing off. Helped the patient change to program 1 (the patient had only programs 1 and 6, due to receiving a replacement handset). They turned therapy back on and increased and it made no difference in what they were feeling and turned it back on. The patient reports that they are not sleeping due to this shaking and trembling feeling, and it makes them sick to their stomach, and they cannot eat. The caller reported pain starting in may, but over the last 2 months is when the shaking and trembling began. The caller also stated that it feels like electric shocks. The patient called back escalated and reported that since their current implant was placed, they had to keep running over to the doctor's office because they "could never set it" and the patient has felt a terrible pounding on the left inside of their thigh. The patient stated they were told "it wasn't working right" since they got it. They reiterated that the "tech" couldn't set it and ended up taking their device and giving them one of his old ones and he kept telling the patient he "couldn't set it,couldn't program it." The patient stated the problem they were having now is they've been feeling "all this trembling/quivering" all over their body and it was driving them insane and it was getting more intense. The patient stated they'd be up all night and couldn't sleep, that it would go "through my body, makes my body shake". The patient stated they couldn't take another night of it and they would talk to their primary care doctor and their nephrologist and everyone ignored them and they had called to ask if there was a way to "deactivate it" because they couldn't take it anymore. They said their handset was off and not charged and mentioned they had an appointment with a new urologist on (B)(6) 2025. Patient services reviewed the role of patient services with the patient and offered to help the patient check to see their implant settings and potentially turn the therapy off if needed once they charged their external devices because the patient kept saying they "want it off" but also directed the patient to seek medical attention if they felt they needed to because it was so bad (the shaking and not being able to sleep). Patient is going to charge their external devices and may call back but also noted they would reach out to a doctor.